Manufacturer narrative:
(B)(4). Batch # r59y73. Device evaluation summary: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damaged on the knife was noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during the surgical procedure of igm patient, there was a break in one of the blades before the stapling and cutting of the part, but blade did not detach from the device and it did not fall into the patient. Patient submitted to rectosigmoidectomy with primary anastomosis and protective ileostomy, and it was necessary to open new contour. The patient had no permanent damage, did not need to be hospitalized, nor had his hospitalization extended due to product problems. He did not have to be re-operated and did not have any serious damage.